Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign mater found in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. The endoscope was not used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. An abnormal sound was produced due to damage on up/down knob. Adhesive on bending section cover had a chip. Scratches were found throughout the device. Connecting tube has a wrinkle. Scope connector cover plate is unclear. Switch was worn out. Paint on suction cylinder was peeled. Suction cylinder was shaved. Control unit has discoloration. Electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the image from the colonovideoscope was streaky. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no delay in procedure. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.